Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low ckmb result and erroneously elevated myoglobin result generated by dxc 600i access 2 immunoassay analyzer.patient sample was repeated with higher ckmb and lower myoglobin result was obtained using the same instrument. The original and repeat results are provided.the erroneous results were not reported out of the laboratory and patient treatment was not impacted by this event.

Manufacturer narrative:
Customer did not request service to be dispatched since they believe a fiber was present in the sample which could interfere with the assay that leads to falsely generated results.the root cause of this event cannot be determined.